Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing patient samples on bd facscalibur¿ flow cytometer erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: facscantoii- image result is abnormal . The use of patient samples does not affect the patient's treatment. Clinical use. In march 2021, verify that the maintenance has been purchased. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. Was there any delay of treatment due to the issue? (Go to question #3) no. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no.

Event description:
It was reported while testing patient samples on bd facscalibur¿ flow cytometer erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: 1. Facscantoii- image result is abnormal 2. The use of patient samples does not affect the patient's treatment 3. Clinical use 4. In (B)(6) 2021, verify that the maintenance has been purchased. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) no 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no.

Manufacturer narrative:
H6: investigation summary. Scope of issue: the scope of issue is only limited to facscalibur cytometer 4 color basic ivd, part # 324975 and serial # (B)(6). Problem statement: customer reported a complaint regarding their instrument producing erroneous and unexpected results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 25apr2020 to date 25apr2021. Complaint trend: there are 3 complaints related to the issue of erroneous, unexpected results; date range from 25apr2020 to date 25apr2021. Manufacturing device history record (DHR) review: DHR part # 342975 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the instrument producing erroneous results was due to a misaligned optical path. The original complaint described this issue with a canto ii part number and description, but it was verified in ¿pr# 3384617 ¿ wfi ¿ additional information¿ that the concerned instrument was a calibur. The fse (field service engineer) brought onsite confirmed the issue, calibrated the optical path of the instrument, and ran the 7-color quality control (85510). After the repair the test samples were grouped normally, and the instrument was working as expected. No parts were requested for evaluation as there were no parts that needed to be replaced. Although unexpected results can lead to the misdiagnosis and harmful treatment of a patient, the customer confirmed that the erroneous results gathered were not used in a patient¿s treatment. The customer also confirmed that this event did not cause a delay in the treatment of the patient. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: 01892341, case # (B)(4). Install date: (B)(6) 2014. Defective part number: n/a. Work order notes: o subject / reported: (B)(6) -facscantoii-image result is abnormal o problem description: 1. Facscantoii- image result is abnormal. 2. The use of patient samples does not affect the patient's treatment. 3. Clinical use. 4. In (B)(6) 2021, verify that the maintenance has been purchased o work performed: check and repair the instrument, calibrate the optical path of the instrument, run the 7-color quality control (85510) and pass, the test samples are grouped normally, and the instrument is operating normally. O cause: the optical path of the instrument is not good and needs to be corrected. O solution: check and repair the instrument, calibrate the optical path of the instrument, run the 7-color quality control (85510) and pass, the test samples are grouped normally, and the instrument is operating normally. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # ra342973-01, rev. 01/vers. A, bd facscalibur fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. O item: focus lens in collection optics. O function: collect light. O potential failure mode: lack of sensitivity. O potential effect(s) of failure: erroneous data. O potential cause(s)/mechanism(s) of failure: lens assembled wrong. O current controls: car #185 co#45307 ¿ oms 341660. O recommended actions: none. O severity: 5. O occurrence: 3 . O detection: 3. O rpn: 45. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the erroneous results was misaligned optics. Conclusion: based on the investigation results the root cause of the erroneous results was misaligned optics. The fse confirmed the issue, calibrated the optical path, and ran the 7 color quality control to verify the sample results. After the repair, the instrument was tested and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is limited, s2, and there was no impact to patient health or safety.